Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert had triggered for the right ventricular (rv) lead due to a pacing impedance measurement of zero. It was noted that the rv lead has measured a sharp increase in rv pacing impedance. The rv lead also experienced noise/non-physiologically oversensing. A possible lead fracture is suspected. The rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was below the expected lower range and the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.